Manufacturer narrative:
Initial.

Event description:
It was reported that the user requested a factory reset and indicated they had been announcing ¿lunch¿ for every meal due to recent changes in eating habits and a perceived increase in dinner insulin dosing, with a current blood glucose of 116 mg/dl, which reflects a usage issue related to procedure and user interface. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage problem associated with improper or incorrect procedure and interaction with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.